Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). One (1) used sample without packaging was returned for evaluation. The set was tested for leakage per specification with passing results. The defect of leakage could not be replicated or confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. While we are unable to confirm the reported defect, we will maintain this report for further references and continue to monitor other reports for similar occurrences.

Event description:
As reported by the user facility: "I was giving the clonidine infusion noted after few minutes there was a backflow of blood. While flushing the blood with saline, fluid splash onto my face and mouth not sure in my eyes as I was wearing my glasses." No patient injury reported.